Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2014 a customer reported an issue with a scd controller. It was reported to covidien that the controller required preventive maintenance. On (B)(6) 2014, the customer states that there was a pt injury, compartment syndrome. On (B)(6) 2014, the nurse reports the pt was having a pcl reconstruction and a acl repair of the right knee. The pt was in surgery for approx 4 hours. Post procedure, the pt complained of pain on the inoperative left leg. The scd compression sleeves were removed and compartment syndrome was seen at the left calf. A fasciotomy was completed of the left calf.